Event description:
Account stated bed nurse call will not arm or alarm.

Manufacturer narrative:
Technician found power supply pc board not powering up sidecom pc board, causing no nurse call function. Technician replaced power supply pc board to resolve.